Event description:
It was reported that the patient presented remotely. Upon review, it was noted that the pacemaker was in backup vvi mode. The patient was brought into the clinic, and programming changes were made to restore the device. The patient was stable throughout.